Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Customer stated he gave bolus twice and changed set, before bed his blood glucose was 360 mg/dl. He got up morning and blood glucose was 38 mg/dl. Customer stated the insulin was working and he took some orange juice for the blood glucose and blood glucose started going up again in the afternoon. The customer stated the infusion set seems not in place and get easily disconnected. Troubleshooting was done. Customer's blood glucose was 438 mg/dl. Customer treated with the insulin pump and took a shot that was why the blood glucose was low. Performed high pressure test and test passed. The customer was advised to consider trying a different box of infusion sets. No further information provided.